Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump had a corroded battery tube. No low battery or failed battery test alarms were noted. The pump had a cracked case at the display window corners, a cracked case at the reservoir tube window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been giving low battery alerts and failed battery alarms. Blood glucose value is unknown. The customer stated that 10 minutes after inserting a new battery, it would give a low battery alert. The customer removes and reinserts the same battery and receives a low battery alert. The insulin pump would be replaced and returned for analysis.